Event description:
Brush head came apart... In my mouth- oral-b [device breakage]. Case narrative: consumer called and stated that brush head came apart inside mouth and a bit of metal was in mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or it's in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Brush head came apart. In my mouth- oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer called and stated that brush head came apart inside mouth and a bit of metal was in mouth. No injury was reported. 01-jul-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the (oral-b toothbrush head refill). No injury was reported.